Event description:
"Sos" syndrome observed in left eye two days post-op. The vision dropped and became foggy. After three days a whitish disc formed in the center of the cornea. Within three weeks the condition improved but the vision remained poor and foggy. Tried unsuccessfully to obtain additional information from the doctor.